Event description:
Additional information received reported that the patient was receiving proper therapy and the battery was functioning normally. The patient needed more education on her programmer.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3550-39, lot# n332676, implanted: (B)(6) 2012, product type: accessory. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) had not worked in quite a while. Therapy was working and then suddenly it was not working. The patient did not remember if she turned the therapy of for if the ins died on its own. The ins had not been checked and her healthcare provider (hcp) referred to a manufacturing representative (rep) to have it checked because the hcp was unfamiliar with the product. It was also noted that the patient programmer (pp) would not power up. The patient inserted new batteries but the pp would still not power up. There was no indication of patient harm. This occurred around the same time as losing the therapy but the patient did not remember the actual dates. The patient had not used her therapy since 2013. The patient wanted to start using therapy again but the pp would not work. The patient had an appointment on (B)(6) and wanted a rep to be there. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.